Event description:
It was reported that during an unknown procedure, there were staple malformation. Patient had reoperation and found malformed staples. There was internal bleeding. Unknown how case was completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned.